Event description:
The patient developed an infection following a coronary artery bypass graft performed on 6/12/98. The patient was given an intravenous antibiotic in response. The pathology report showed that the infection was caused by staphylococcus aureus. The patient was discharged from the hospital on july 2nd or 3rd. On july 8th, the patient had the device removed from her chest. At that time, the surgeon observed that the area around the device was infected. The infection had caused the patient's tissue and sternum to become necrotic. The patient was re-admitted to the hospital and underwent a second surgical procedure to repair the surgical wound. On july 11th, the patient went into respiratory and kidney failure. Subsequently, the patient had a pulmonary artery catheter inserted and on july 21st the patient had a PICC line placed. The attorney reports that the patient continues to suffer as a result of the infection.